Event description:
It was reported that during a gastric sleeve procedure, the device made a sound while firing like the motor was struggling. Once the firing was completed and device opened, the staples had not formed properly. Some were sticking straight out. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Damaged drivers, damaged one piece sled, damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Yes, seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Motor sound like it was struggling. After use, did each of the triggers and buttons automatically return to their original pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with one reload present. The reload was received fully fired, with the cartridge body, drivers, and one piece sled damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.